Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: headache/dizzy. A patient reported they were unable to obtain a blood glucose result on their meter. Their meter allegedly would only prompt error 2 message. Patient was not treated. No further information has been reported.